Manufacturer narrative:
Device eval summary: device eval of battery pack (B) (4) has been completed. The reported problem was confirmed. The battery pack would not charge when rec'd. The cause of the battery not charging was due to broken yellow wire. The yellow wire connects the cells to the board. The root cause of the broken wire was an improperly glued connector. The wire was replaced. The battery pack was retested and restocked. No adverse event resulted from the faulty battery pack. The pt rec'd a replacement battery pack.

Event description:
A recent pt download from a (B) (6) male pt revealed several "battery charger fault" flags. Further review of the pt record revealed that these occurred on the same battery. Support contacted the pt and sent him a replacement battery pack.